Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off events on 16-may-2024. The first infusion set was in use for one day. No further information available.